Manufacturer narrative:
(B)(4). It was reported that a patient underwent a procedure with a celsius¿ electrophysiology catheter and a deflection issue occurred as during the procedure the catheter could not deflect. Upon receiving, the catheter was visually inspected and the shaft was found cut approximately with internal parts exposed, which is why this complaint was MDR reportable. Further information received indicates that this condition was not noticed during the procedure or prior to sending the catheter back for analysis to bwi. Catheter damage might happen while returning the catheter back to bwi. During manufacturing process all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage from leaving the facility. A deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding a deflection issue cannot be confirmed. The root cause of the catheter shaft damage cannot be determined; however based on the available analysis finding results; the failure mode does not appear to be caused by any internal bwi.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a celsius electrophysiology catheter and a deflection issue occurred as during the procedure the catheter could not deflect. The catheter was changed and the procedure was completed. There was no patient consequence. This event was originally assessed as not MDR reportable because the potential risk that it could cause or contribute to a serious injury or death is remote. The biosense webster failure analysis lab received the device for evaluation and during visual inspection it was discovered that the shaft is cut approximately 83cm from the handle. Internal parts are exposed and seen. Upon request additional informational information was received on the returned catheter condition. There was no difficulty withdrawing the catheter from the patient that may have caused this damage. There was no indication that this condition was seen prior to use, upon withdrawal or prior to sending the catheter back. This finding has been assessed as MDR reportable because a break in integrity of this sort poses a potential risk to the patient. The awareness date for this record is march 17, 2016 because that is when the damage was discovered.